Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: this report was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a report from a nurse regarding a protector tip on a transfer set that had separated from the cap before use. The protector tip was found in the pouch. No injury or medical intervention was reported. The sample was discarded, but the lot information was provided.